Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage.(bathroom) test strip UDI# (B)(4). (B)(4).

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from back to back results of 186 and 219 mg/dl, and also with result obtained of 65 mg/dl. Back to back results were performed using two different hands. Customer stated that low result of 65 mg/dl may be due to fact that he had taken insulin but he did not remember. The customer's expected fasting blood glucose test result range is 160 - 170 mg/dl. At the time of the call the customer reported feeling woozy, but felt it could be because he was hungry. Customer stated he would call his doctor. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification as unopened vials are stored in the bathroom; once opened, vials are stored in an office. Customer uses alcohol to clean hands and was advised of proper testing technique. The test strip lot manufacturer's expiration date is 06/20/2018 and open vial date at time of call is five days. The meter memory was reviewed for previous test result history: (B)(6).